Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead with palpitations on their left side and visible pulsation noted on the left side. The lv output was adjusted and reprogrammed to lv2 to lv3 and no further phrenic nerve stimulation was observed. The patient then presented to the clinic ten days later with phrenic nerve stimulation again. The lv lead maximum output was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.